Event description:
It was reported that when we disconnected the device and we removed the power cables, the console showed signs of damage through excessive smoke. No patient injuries were reported nor the person who found the device.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of smoke and burnt components could not be confirmed. No evidence of burnt components or smoke damage was observed on inside or outside of unit. Photos of the power supply provided by the customer do not show signs of smoke damage or burnt components. Power supply was disassembled and no damage or traces of a fatty substance was observed. Product passed functional testing including power cycling during 6 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No short or smoke occurred during 6 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.